Event description:
The customer received questionably high creatinine jaffé method results on their modular analytics d-module that repeated lower. The customer stated the event occurred over 15 times today, but was unable to provide an exact number. All the results were auto-verified and reported outside the laboratory. The customer considered the repeat results to be correct. The customer provided one example of a patient who had an initial creatinine result of 18.0 mg/dl with a repeat result of 0.8 mg/dl. The customer declined to provide any information on the patients' conditions when asked. The creatinine reagent lot number and expiration date were not provided. The field service representative found that the creatinine reagent nozzle was not dispensing correctly due to an insufficient reagent prime and a found a clogged changeover valve. He cleaned the reagent lines and changeover valve. He rinsed and primed the lines. A precision test and quality control were performed successfully. Patient samples were run and then repeated with results within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.